Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate mod neck ov 127/132 blk 34 mm, cat# nls-340000b, lot# 33271202; trident 0 deg insert 40mm, cat# 623-00-40e, lot# mjmpah; v40 cocr lift head 40mm/+4, cat# 6260-9-240, lot# metkmx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "painful, swelling hip."